Manufacturer narrative:
Clarification d.6a implant date: cannot be determined based on information provided in literature review or source data. Clarification d.6b explant date: cannot be determined based on information provided in literature review or source data. Journal article citation: vets, j., marcelis, l., schepers, c. Et al. Breast implant associated ebv-positive diffuse large b-cell lymphoma: an underrecognized entity?. Diagn pathol 18, 52 (2023). Https://doi.org/10.1186/s13000-023-01337-5. Additional contributing authors: dr. Lukas marcelis translational cell and tissue research laboratory, ku leuven, leuven, belgium department of pathology, uz leuven, university hospitals, leuven, belgium. Dr. Charlotte schepers department of pathology, uz leuven, university hospitals, leuven, belgium. Dr. Yaliva dorreman department of oncological surgery, uz ghent, brugge, belgium. Dr. Sanne verbeek department of pathology, zol, genk, belgium. Dr. Lieve vanwalleghem department of pathology, az sint-jan, brugge, belgium dr. Katrien gierraerts department of radiology, az sint-jan, brugge, belgium dr. Liesbeth meylaerts department of radiology, zol, genk, belgium dr. Jan lesaffer department of oncological surgery, sint-jan, brugge, az, belgium. Dr. Helena devos department of laboratory medicine, az sint-jan, brugge, belgium. Dr. Natalie put department of hematology, zol, genk, belgium. Dr. Sylvia snauwaert department of hematology, az sint-jan, brugge, belgium. Dr. Pascale de paepe department of pathology, az sint-jan, brugge, belgium dr. Thomas tousseyn translational cell and tissue research laboratory, ku leuven, leuven, belgium department of pathology, uz leuven, university hospitals, leuven, belgium. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Literature article "breast implant associated ebv-positive diffuse large b-cell lymphoma: an underrecognized entity?" Reported "swelling. Pain, increase in size, seroma with intralesional septations medially of the implant, axilliary lymph nodes, nodule, cd30positive. The event of ebv + dlbcl is not device related. Device has been explanted.

Manufacturer narrative:
Clarification to d.6a implant date and d.6b explant date: previous implant date and explant date have been removed as the dates cannot be determined based on information provided.

Event description:
Literature article "breast implant associated ebv-positive diffuse large b-cell. Lymphoma: an underrecognized entity?" Reported "swelling...pain, increase in size, seroma with intralesional septations medially of the implant, auxilliary lymph nodes, nodule, cd30 positive. The event of ebv + dlbcl is not device related. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/08/2024.

Event description:
Literature article "breast implant associated ebv-positive diffuse large b-cell lymphoma: an underrecognized entity?" Reported "swelling...pain, increase in size, seroma with intralesional septations medially of the implant, axilliary lymph nodes, nodule, cd30positive. Device has been explanted.